Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the attempted implant of the right ventricular (rv) lead, the physician placed the lead in the rv and thought there was a pacing problem. The lead was not used. The physician attempted another lead but the stylet remained could not be withdrawn from the lead. The second lead was not used and a third lead was attempted and successfully implanted. No patient complications have been reported as a result of this event.